Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. An additional issue with the adhesive on the distal sheath being detached was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope presented with air or water leaking on the distal end during testing. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the distal end was cracked. This report is to capture the reportable malfunction of the cracked distal end noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Since DHR confirmed that there were no problems at the time of shipment, it is likely that the event occurred later. The event can be detected/prevented by following the instructions for use which state: "do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.